Event description:
Reference number (B)(4). Event occurred in spain. The patient reported that the infusion set tape was not sticking and the cannula fell off while he was doing the exercise on (B)(6) 2026. No further information available.